Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the pump containing baclofen and the catheter were removed due to a "malfunctioning catheter." The hcp further states that there was a "break, tear or hole" in the catheter. It was also noted that there was no patient injury and the device was replaced.